Event description:
Patient was referred for repositioning surgery as the device migrated. The patient reportedly kept scratching the generator site and this is suspected to have caused the migration. The surgery occurred and the generator was repositioned. Diagnostics were within normal limits. The surgery was reported to preclude possible injury or damage to device.